Manufacturer narrative:
A product investigation was completed: the returned 357.411 lot number 6898893 insertion handle shows some signs of wear from hammer strikes, although nothing that would impair its function. The device functions as designed. A visual inspection, dimensional inspection, drawing review, and device history record review were performed as part of this investigation. No product design issues or discrepancies were observed. The cause of this complaint condition cannot be determined. The device was reported to have become bent. This complaint is unconfirmed. The complaint condition cannot be replicated. The device shows no visible bending when compared to the relevant drawing, assembles to each of its sample mating parts, and properly targets a sample nail. There was no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the device was discovered before any procedure began. There was no patient involvement.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 357.411, lot number: 6898893: release to warehouse date: may 31, 2012. Manufacturing site is monument and supplied by aeromed. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail inserter was noted to be bent during the setup of a case. The device was not used during the case; it switched out with another device. The surgery was delayed by a few minutes. After the surgery, during an inspection of the equipment, it was noted that the inserter was bent and subsequently would not line up with the interlocking connecting screw. This is report 1 of 1 for (B)(4).